Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysteroscopy, dilation and curettage, cystourethroscopy and posterior colporrhaphy/repair due to abnormal uterine bleeding, thick endometrium and rectocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was reported that the patient underwent novasure endometrial ablation in (B)(6) 2010 for very heavy periods. No additional information was provided.

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on an undisclosed date. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009. During the procedure, an obturator sling was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, infection and urinary problems. (B)(4) - urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.